Event description:
It was reported that the patient experienced a seroma with fluid drainage from the incision site and a low grade fever. An ultrasound guided aspiration of fluid was performed on (B)(6) 2013 and was negative for growth. The seroma was <(><<)>50cc of a serosanguinous fluid. The patient outcome was resolved without sequelae on (B)(6) 2013. The wound was healing and no further seroma or drainage was noted. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8575, lot # n064692, implanted: (B)(6) 2006, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).